Event description:
It was reported that the device was used during a laparoscopy procedure. It was reported that the clips were scissoring and the device had a slow feed. Another device was used to complete the case. There was no consequence to patient.